Event description:
Additional information received indicated that provocative testing was performed, and noise was reproduced. X-ray imaging was performed and revealed no anomalies. The device was previously reprogrammed to resolve the noise. However, noise has continued. No further intervention is planned at this time. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. The cause of the event is due to suspected lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.